Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the control body was corroded. The scope connector ethylene oxide valve was loose and corroded. The following were non-olympus parts: plastic distal end cover insulation and cover, bending section cover, bending section cover glue, glue around objective lens, light guide lens, light guide bundle breakage bending section, insertion tube, insertion tube insulation, light guide tube, angulation, and label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii bronchovideoscope displayed a b30 (scope communication) error during reprocessing. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The root cause is attributed to to the user. The event can be detected by following the instructions for use which state: - inspection of the endoscopic image - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.